Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks were observed in the sheath and in the imaging window assembly. And microscopic inspection also revealed that the imaging window was twisted.

Event description:
Reportable based on device analysis on 05 aug 2024. It was reported that catheter issue occurred. An opticross 18 catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. It was observed that the device was kinked. Th device was removed intact from the patient. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that imaging window was twisted.